Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the old implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned due to facility policy.